Event description:
It was reported that this device exhibited premature battery depletion and thus was explanted. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this device exhibited premature battery depletion and thus was explanted. The device was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this device exhibited premature battery depletion and thus was explanted. The device was expected to be returned. No adverse patient effects were reported.